Manufacturer narrative:
(B)(4). 00-9981-120-32 ¿ porous stem ¿ 62953743 00-2232-004-18 ¿ cocr cable ¿ 63775416 00-2232-004-18 ¿ cocr cable ¿ 63759956 00-2232-004-18 ¿ cocr cable ¿ 63254355 00-8018-032-14 ¿ femoral head 0 63780064 report source (B)(4). Customer has indicated that product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06107.

Event description:
It was reported patient underwent a right hip revision approximately 4 years post implantation. During the surgery, while being reamed for a new stem, the patient experienced a bone fracture in the femur. Fracture was fixed with wires. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00-9981-120-32 ¿ porous stem ¿ 62953743, 00-2232-004-18 ¿ cocr cable ¿ 63775416, 00-2232-004-18 ¿ cocr cable ¿ 63759956, 00-2232-004-18 ¿ cocr cable ¿ 63254355, 00-8018-032-14 ¿ femoral head 0 63780064. Report source: (B)(6). Customer has indicated that product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06107.

Event description:
It was reported patient underwent a right hip revision approximately 4 years post implantation. During the surgery, while being reamed for a new stem, the patient experienced a bone fracture in the femur. Fracture was fixed with wires. Attempts have been made and additional information on the reported event is unavailable at this time.